Event description:
It was reported that this patient's device had a short circuit electrode at surgery. Two more short circuit electrodes were identified by 10/19/2006. The patient's hearing levels also began fluctuating, making it difficult to create a stable sound processor program. A CT scan showed the device was positioned correctly. Results of integrity testing were consistent with normal receiver/stimulator function with multiple electrode anomalies. It was recommended that several electrodes be removed from the patient's program. This did not improve the patient's performance. The patient asked to be explanted and reimplanted with a new device. The surgery date has been reported to cochlear.